Manufacturer narrative:
The reported event of noise was confirmed. Based on the review of the records provided, there were episodes of non-sustained lead noise. The cause of the noise is suspected to have been due to an external source.

Event description:
Additional information received indicated episodes of far-field oversensing were observed on the device.

Manufacturer narrative:
A device history records (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that, during an in-clinic follow-up, episodes of noise resulting in oversensing and inappropriate therapy were observed in the device history. Abbott technical support was contacted to review session records and advised that the source of the noise looked like external interference. No intervention has been performed at this time. The patient was stable and will continue to be monitored.